Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; programmer powered up to a black screen. Mpu (main processor unit) printed circuit board assembly found out of electrical specification. Analysis also found the system fan was noisy and the left keyboard hinge was broken. (B)(4).

Event description:
It was reported the programmer would power up but the screen was blank, unknown cause. The programmer was returned for repair. There was no patient involvement.